Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Received 100 unused q-syte units from catalog number 385100, lot number 7209840. 96 units were in sealed packages and 4 units were in opened packages. Received 42 unused q-syte units from catalog number 385100, lot number 8242562. 37 units were in sealed packaged and 5 units were opened packages also received one unused administration set in a sealed pkg. Visual/microscopic evaluation: no physical/mechanical damage was observed on any of the external area of the q-syte units. Observed there was no damage to the column wall. Flow rate test:¿ met the minimum flow rate specification of 1 liter/hour. The q-syte were not occluded the water flowed thru the q-syte. Conclusion: the root cause was indeterminate ¿ the defect flow rate slow/occluded was not identified, replicated or confirmed with the returned units. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The flow rate of the q-sytes were within specification.

Event description:
It was reported that 4 bd q-syte¿ luer access split-septum stand-alone devices from lot # 7209840, and 5 devices from lot # 8242562, were observed with clogging at the q-syte before use, while preparing the injection and after connecting them with foreign infusion sets. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from chinese to english: "noticed male q-syte clogged after connected with foreign infusion set issue was noticed during the preparation of the injection defected product didn't used on patient"

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7209840, medical device expiration date: 2022-07-31, device manufacture date: 2017-08-14, medical device lot #: 8242562, medical device expiration date: 2023-07-31, device manufacture date: 2018-10-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd q-syte¿ luer access split-septum stand-alone devices from lot # 7209840, and 5 devices from lot # 8242562, were observed with clogging at the q-syte before use, while preparing the injection and after connecting them with foreign infusion sets. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from chinese to english: "noticed male q-syte clogged after connected with foreign infusion set issue was noticed during the preparation of the injection defected product didn't used on patient".